Manufacturer narrative:
Medical device expiration date: unknown. Address information was not able to be obtained. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.¿ device manufacture date: unknown.

Event description:
It was reported that while using bd phaseal¿ injector luer the injector safety sleeve broke. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, when the hcp switched to another infusion bag, the injector on 515575-zat was broken with its needle exposed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 14-jul-2022. H6: investigation summary one sample and multiple photos were provided to our quality team for investigation. Upon visual inspection, the injector was noted to be damaged, the rotation stops are broken, and the injector needle was exposed. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. As the lot number involved in this incident is unknown, a device history review cannot be performed. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that while using bd phaseal¿ injector luer the injector safety sleeve broke. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, when the hcp switched to another infusion bag, the injector on 515575-zat was broken with its needle exposed.